Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 2 days following the implant of this transcatheter bioprosthetic valve, valve thrombosis was noted.

Manufacturer narrative:
Updated data: b5. Second paragraph added d4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 2 days following the implant of this transcatheter bioprosthetic valve, valve thrombosis was noted. Additional information was received that the final implant depth of the valve was 5mm on the non-coronary cusp and 4mm on the left coronary cusp.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 2 days following the implant of this transcatheter bioprosthetic valve, valve thrombosis was noted. Additional information was received that the final implant depth of the valve was 5mm on the non-coronary cusp and 4mm on the left coronary cusp. Additional information was received that the valve was implanted into the native annulus.

Event description:
It was reported that approximately 2 days following the implant of this transcatheter bioprosthetic valve, valve thrombosis was noted. Additional information was received that the final implant depth of the valve was 5mm on the non-coronary cusp and 4mm on the left coronary cusp. Additional information was received that the valve was implanted into the native annulus.

Manufacturer narrative:
Correction: the event was previously reported for intervention performed, however, it was determined that no intervention was performed and the device did not cause or contribute to a death, serious injury, or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.